Manufacturer narrative:
(B)(4). The xience v 3.0 x 23 (part 1009541-23, lot 0030842) indicated is being filed under a separate medwatch MFR number. Cardiac arrest, death, respiratory failure/arrest, and fever are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: cardiopulmonary arrest, death. Onset of adverse event: 5 days after the procedure. It was reported that five days after two xience stents were implanted overlapping in the tortuous distal circumflex artery, the patient went into cardiopulmonary arrest and expired despite 1.5 hours of chest compressions. The patient had remained in the hospital due to a slight fever that began three days after the stent implantation. The slight fever was treated with antibiotics. Besides the slight fever, the patient had no adverse patient effects after the stenting procedure. A four day and three night hospital admission is standard after a coronary intervention at this site. The patient had removed her ECG leads prior to going into arrest, but there was no abnormality seen on the ECG prior to that time. Although the cause of death is unknown and unstable plaque and thrombosis were not visualized, the physician surmises that unstable plaque and thrombosis might have existed since the patient was observed to have a momentary st elevation during the stenting procedure. It is unknown if any treatment for the st elevation was provided. Though requested, there was no additional information provided.